Event description:
Caller reportedly received the following results on an nano meter, compared to a professional meter, within 10 minutes: 249 mg/dl (nano) and 121 mg/dl (professional meter). No adverse event was reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.